Event description:
It was reported that during a procedure, there was an issue with the 30-degree endoscope image orientation, where switching the camera view between 30 up/down caused the endoscope to flip and the instruments to appear on the opposite side. The technical support engineer advised the customer to remove the endoscope from the arm, manually rotate it until the physical orientation matched what was selected on the system, press the instrument clutch button to cancel the guided tool change, and reinstall the endoscope on the arm. This resolved the image orientation issue. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the device was installed in the "up" position. The surgeon confirm desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface. The endoscope and endoscope¿s adapter/base was still engaged/in-synch/attached. There was no damaged components. The vision did not result in injury. Unit to be returned to intuitive.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) asked the customer to remove the endoscope from the arm, manually rotate the endoscope until the physical orientation matched what was selected on the system, press the instrument clutch button to cancel guided tool change, and reinstall the endoscope on the arm. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a mismatch orientation of the endoscope against the selected configuration on the system. It can be resolved by reseating the endoscope into the proper orientation and power cycling the system, if necessary. This issue is captured in the usability risk analysis, is4000 shared, system (818560-45) via risk ID g4-sys-71763.